Event description:
Dr reports that despite initial clearing of anterior chamber the vitreous opacity did not improve. Treatment with decadron (2mg qd to bid) was initiated on 04/13/98 and continued until 04/19/98. On 04/26/98 treatment was initiated with minomycin (100mg po bid). On 05/01/98 the pt complained that he could not see as of 04/27/98 so he was admitted to the hosp. On 05/07/98 the lens was explanted and a vitrectomy performed. No bacterial growth was observed from vitrectomy sample. As of 06/01/98 the pt is reported to be recovering.

Manufacturer narrative:
The MFR's internal reference number is 98l1898. The report was mailed in to FDA on: 10/12/1998.